Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a stent delivery catheter and successfully placed the stent. The physician then noticed on the fluoroscope that the occlusion balloon had deflated unexpectedly. The physician removed the device and replaced it with another to complete the case. The patient is reported to be fine.